Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation and repair of the device as (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.

Event description:
The user facility biomed reported that when the device is turned on it alarms "ext high peak" and "circuit occlusion".